Event description:
A cartridge change error was reported with a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through removing the cartridge, checking the o-ring, and reassembling the pump. The customer successfully completed the load process and resumed insulin delivery.